Manufacturer narrative:
The patient¿s age was reported as ¿50¿s¿. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further specified as the patient performed pd therapies in unclean conditions, was less disciplined about eating and their self-care skills were inadequate on the same day as the event onset, the patient was hospitalized for peritonitis. The patient was treated with an unspecified antibiotic (drug name, dose, route, frequency and duration not reported) for the event. Pd therapy remained ongoing. At the time of this report the patient had not recovered. The patient is scheduled on an unreported date to be retrained on proper aseptic technique. No additional information is available.